Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she was hospitalized in ICU due to hyperglycemia and high ketones. High blood glucose level was 520 mg/dl and treated by IV and fluids of saline, insulin and dextrose. No further information was available.